Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a proglide device after an electrophysiology interventional procedure using an 8f sheath. Reportedly, the suture was not present when the plunger was pulled back. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed report, the following information was received: a cuff separation was found during evaluation of the returned device. The location of the detached cuff is unknown. Follow-up with the account confirmed that the cuff separation was not noted upon device removal. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Additionally a cuff separation was found. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.